Manufacturer narrative:
Section h6 (medical device problem code): corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller log file had captured a driveline disconnect at 10:13 pm on (B)(6)2025. The pump was off for 49 second before being reconnected to the system controller. Technical services states that there were no other unusual events recorded, and equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller log file had captured a driveline disconnect at 10:13 pm on (B)(6) 2025. The pump was off for 49 second before being reconnected to the system controller. The system controller log file had also captured several instances of the patient sleeping on battery power. Technical services states that there were no other unusual events recorded, and equipment was operating as intended. The healthcare provider had stated that the driveline disconnect was caused by a nursing error, and staff was reeducated on how to handle the device. The patient showed no symptoms of a pump stop and was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnection was confirmed via the submitted log file. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted and data from the reported event date of 01feb2025 was reviewed. At 22:13:39 a driveline disconnect alarm activates, resulting in the pump speed falling to 0 rpm. At 22:14:28, the driveline is reconnected, and the pump reaches the low-speed limit (lsl) by 22:14:29. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated this event was due to a nursing error, and that re-education was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnect conditions. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event